Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed missing r waves exhibited by this defibrillation lead. Ventricular loss of capture was suspected. The patient experienced a syncopal episode. Later, the patient was admitted to the hospital. The shock impedance measurements were stable. Several episodes were observed showing noise on the ventricular channel resulting in pacing inhibition. The noise could not be reproduced with isometrics. The patient also experienced pauses in pacing on telemetry and non sustained ventricular tachycardia (nsvt) episodes. A competitor's sales representative noted that their atrial and ventricular leads had been implanted approximately eight years ago.

Manufacturer narrative:
Additional information was provided that the defibrillation lead was surgically abandoned and a new competitors lead was implanted. There were no adverse patient effects. As of today, the available information suggests this device and newly implanted lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.